Manufacturer narrative:
Patient weight is unknown. It is unknown when patient¿s adjacent level degeneration began. This report is for an unknown matrix rod(s). Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision of posterior spinal surgery on (B)(6) 2018 due to adjacent level disease. The patient had synthes matrix hardware previously implanted and was revised to a new matrix rod and set screws. During the procedure, a titanium matrix polyaxial screw was damaged and was not allowing the rod and set screw to properly lock down. The damaged matrix screw was easily removed without any additional intervention. There was a thirty-minute surgical delay to remove the rod. The procedure was successfully completed. The patient outcome was reported as fine. This report is for an unknown matrix rod(s). This is report 3 of 3 for (B)(4). This report addresses the revision surgery due to adjacent level disease. The intraoperative event of the damaged matrix screw is captured in (B)(4).